Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system displayed an alert due to right ventricular automatic threshold (rvat) test was suspended. A boston scientific technical services consultant reviewed the device data and identified there were too many consecutive noise senses during the test. Additionally, pacing impedance measurements have been trending up from 600 ohms to 1400 ohms. The consultant discussed further testing and programming options for this patient. The patient will continue to be monitored. No adverse patient effects were reported.